Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 389535a was performed. In-house testing on the strip lot met release criteria and the product performed as expected when it was within expiration. The manufacturing records for the lot were reviewed and the lot met release specifications. Confirmatory test results were not provided. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016: the patient reported the unexpectedly high inratio inr result of 4.5 followed by a change in warfarin dosage based upon the inratio inr result. No confirmatory testing available. Therapeutic range: 2.0-3.5. The patient noted air bubbles in sample well when blood was applied to test strip. On (B)(6) 2016: the patient also reported the inratio error messages ER 411 x1, unspecified qch x1, and unspecified qcl x1.